Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse observed that the hgb chamber looked discolored and cloudy, causing the hgb blank value to trend down. The hgb chamber was replaced, increasing the blank value, and resolving the issue. (B)(4).

Event description:
The customer reported receiving "hemoglobin (hgb) blank shift" errors on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. The customer considered the unit to be inoperable. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.